Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. (B)(4).

Event description:
According to the reporter; during a procedure involving the bowel, the device was not firing completely resulting in the requirement of additional bowel removal. Another device was used to complete the case without issue. Patient gender, age and weight are not available. In addition it was provided that there was no patient injury or ill-effects, no additional bleeding, no reinforcement material was used, no extension to surgical time was required, and nothing fell in the surgical cavity.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the reload was fully applied. Additionally, microscopic inspection of the knife blade displayed no damage. The reload was reset, reloaded with staples, and reloaded into the instrument. The reload and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.